Event description:
Customer initially called to request assistance in setting up her replacement pump. Customer stated that she was hospitalized prior to receiving her pump. It was also reported that she was changing her infusion set and accidentally pressed the wrong button. Customer primed the entire insulin of the reservoir into her body. Customer immediately realized that she over delivered; drank some juice, and went to the hospital.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.